Event description:
A medtronic representative received a report from a site nuvasive representative, alleging that while in a spine procedure the surgeon was in navigation synergy spine 2.0.1 and the anatomy would "jump" across the screen. This behavior occurred using a passive planar and thoracic probe with green status. The images jumped from left to right while taking measurements. The surgery was a multi-level cervical thoracic and accuracy was verified on the lower levels with good screw placement on t3-t2, t1 and t7. The surgeon took a second spin not feeling accurate on the upper levels and noted an inaccuracy of screw placement on c4 and c5. No specific measurement was provided. After the second spin, the reference frame on c3 was repositioned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The system was checked out and passed all testing. Unable to replicate reported event.

Manufacturer narrative:
A medtronic representative, following-up with the site, reports the surgeon did not reposition any screws. No patient files/scans/archives have been returned to manufacturer for evaluation. No patient files/scans returned.